Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4)the device lasted less than 99.9% of its expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. There is no evidence to indicate a problem with the battery. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.